Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing over due to a memory spike. A technical support specialist followed the knowledge article (B)(4) and rebooted the servers to resolve the issue. The etl was initiated and enabled, successfully addressing the etl delay issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, new patients were not crossed over when users tried to issue medication to the patient. The customer was able to use another station to retrieve the medication and there was no delay and/or harm to the patient. There were no adverse events or injuries reported based on this event.